Event description:
At about 1 month and 2 weeks after the primary, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised successfully the head and liner.

Manufacturer narrative:
Batch review performed on 05-jun-2023. Lot 2217240: 200 items manufactured and released on 04-nov-2022. Expiration date: 2027-10-17. No anomalies found related to the problem. To date, 184 items of the same lot have been sold with no similar reported case during the period of review. Other device involved: liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2244186: 100 items manufactured and released on 13-jan-2023. Expiration date: 2027-12-15. No anomalies found related to the problem. To date, 76 items of the same lot have been sold with no similar reported case during the period of review.